Manufacturer narrative:
During failure analysis, the reported event of bias current message was duplicated and confirmed during service evaluation. The probable cause of the issue was determined to be a damage of the cable assembly.

Manufacturer narrative:
Device evaluation in progress.

Event description:
During setup prior to a procedure at the user facility, it was reported that the core sumex ms1 displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Event description:
During setup prior to a procedure at the user facility, it was reported that the core sumex ms1 displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.